Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose levels of 20 mg/dl. The customer stated that there were two boluses in the middle of the night she did not recall programming. The customer's perceived cause of event was that she programmed the boluses in her sleep because her husband mentioned that she had received an alarm while asleep and had pressed the buttons on the insulin pump. The programming was correct. Nothing further was reported.